Event description:
The patient came in to see their healthcare provider (hcp) and stated they were hearing an alarm. Telemetry confirmed a critical alarm was occurring due to a motor stall. The stopped pump may exceed tube set message was displayed. The stall occurred on (B)(6). The patient did not have an MRI around that time. The patient started having symptom about two days after the stall began. They were admitted to the hospital with symptoms such as aches and urinary issues. The medications infused were bupivacaine, prialt, and sufenta.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported the patient experienced an adverse event on (B)(6) 2014. The patient presented to the emergency room (ER) for dehydration and intravenous (IV) fluids. It was noted that the patient was not on prialt. Additional information reported the patient experienced an adverse event on (B)(6) 2014 and staff was notified. The patient presented to the emergency room (ER) (B)(6) 2014 due to increased pain, urinary issues, dehydration and suspected urinary tract infection (uti). On (B)(6) 2014 the patient followed up in the clinic for a pump adjustment. The patient¿s pain had worsened since they were last seen in the clinic. The patient felt like ¿the life was sucked out of him¿. The patient was given intravenous (IV) fluids, monitored and discharged home. The patient believed their pump stopped working on (B)(6) at 4 pm. The patient had not felt their bolus therapy and then became sick. Telemetry read a motor stall occurred on (B)(6). The physician was notified and telemetry was reviewed. Orders were given to restart the pump. The patient was given a single bolus of sufenta, bupivacaine and prialt. The patient reported no change in pain after the bolus. The physician was notified. The patient experienced lower back pain and pain in the entire neck region with aches and intermittent tingling. The patient¿s sleep quality was poor. On (B)(6) 2014 a pump motor stall occurred and did not recover. On (B)(6) 2014 a pump replacement occurred. Per the telemetry it was clarified the pump was delivering prialt, sufentanyl and bupivicaine. Additional information reported the patient recovered without sequela. Per the pump logs on (B)(6) 2014 a pump motor stall occurred; the stopped pump period may exceed tube set.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.